Event description:
It was reported that a patient underwent a discectomy and fusion procedure at l3-l4. During the procedure, the tip of the pituitary broke. The broken piece was able to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: observations: the upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture. The morphology of the fracture suggests the direction of fracture. Conclusion: the location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.